Event description:
It was reported that during an unknown procedure, that the device was not working and was making an unusual noise. Open a new device and it worked fine. There was no pt consequence.

Manufacturer narrative:
Blade cracked due to activation without tissue. The analysis results found that when attempting to activate the device on a generator an error code was displayed. Visual examination found an area of the blade that was discolored due to heart generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." A batch record review was performed and no anomalies were found during the mfg process.